Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18168. It was reported, the pt experienced drainage from her incision sites. Antibiotics were prescribed, however, the infection did not subside. Surgical intervention was undertaken and the physician irrigated both incision sites. The pt was placed on IV and oral antibiotics. The thoracic incision site was not healing after the pt completed the course of antibiotics and surgical intervention was undertaken. The physician indicated the lead was attempting to poke through the pt's skin. The lead was re-sutured and the incision site was irrigated again. The pt is to continue to follow-up with her physician.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reveiled were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.